Event description:
Pt admitted to hosp r/t fever (B)(6) 2007, in op clinic + skin breakdown on neck and near port-o-cath. Also, has severe pain on neck (skin). Pt also experienced rigors in clinic. Receiving vanco cultures cxr, and wound care in hosp, pain mgmt. Also pt experiencing loose stools.